Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, eccentric, 85% stenosed, mid circumflex. After pre-dilatation with 1.5x12 mm balloon catheter, the 2.5x18 mm xience v stent was deployed at the lesion site. A dissection was observed at the distal edge of the stent; therefore, another xience v was deployed to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is listed in the xience v eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.